Event description:
It was reported that when using the bd pyxis¿ medbank mini cubex was failed and zone showing as yellow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) replaced the drawer controller board, but the drawer still had no power. After disconnecting the pyxibus cable and testing with another connection, the issue persisted. The fse replaced the drawer controller board a third time with a new unit, and the station powered up successfully. Three brand-new controller boards were found defective. The station was recovered by medbank and tested by escort. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini cubex was failed and zone showing as yellow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.